Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the cannula has been bending. In 10/2002 maersk medical a/s received the complaint and 2 used base parts (cannula part). The near-incident took place in USA.